Event description:
It was reported once the PICC lined was pulled, there was a crack in it at about the 4-5cm mark. Patient was readmitted to hospital due to PICC malfunction. He reported ¿leaking¿ from the insertion site when using flush, swelling of the arm when receiving antibiotic infusions. He had an ultrasound performed to check for blood clots which was negative. A second line was placed to complete his infusion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.